Event description:
The complainant had an automatic impella controller (aic) that failed to power down correctly. No report of patient injury or harm.

Manufacturer narrative:
The investigation for the reported aic - a/c power issues has been completed. The device has been returned for evaluation. However, the cause of the failure to shutdown/display alarms was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.